Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a restenosed lesion located in the narrow, non-calcified, distal saphenous vein graft/av shunt. There was no resistance noted during advancement of the balloon to the lesion. Upon inflation of the 6 mm x 40 mm armada 35 balloon at 16 atmospheres the balloon ruptured. Another balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.